Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery systems (wds) were used. The closure device was deployed, but required a full recapture. Upon performing a full recapture, the was kinked. The closure device was unable to be fully secured in the wds or was. It was eventually removed with part of the distal feet out from the left atrium and into a 14ft non-bsc femoral venous sheath and out of the body. No effusion was noted on echocardiogram and a new double curve was sheath was inserted with a successful deployment of a 24mm closure device. The patient remained stable the entire procedure and has been discharged home.